Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash under her left breast. The patient had a deep, bleeding hole that was sore. The patient alleged that it will cause a scar. Follow-up indicated that the patient removed the lifevest. The patient had scheduled an appointment with her doctor to discuss the rash.

Manufacturer narrative:
Evaluation method: other: biocompatibility testin to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.